Manufacturer narrative:
No further information was able to be obtained from this customer. The nurse was guided to re-prime and re-tune with a different cassette and hand piece. The issue was resolved. The system was manufactured on july 12, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a handpiece presented with no phacoemulsification during a procedure. The procedure was completed after exchanging the handpiece and consumable. There was no patient harm.

Manufacturer narrative:
(B)(4).

Event description:
It is unknown how the procedure was completed. The original report stated the handpiece and consumable was exchanged to complete the case which was not correct.